Event description:
It was reported that the burr stuck in lesion and the patient died. The target lesion was located in the proximal left anterior descending artery (lad). A 1.50mm rotablator was selected for use. The first ablation was successful; however, during the second run, the system stalled, the burr become stuck in lesion and unable to be removed from the vessel. The physician attempted to remove the burr from the vessel using methods including balloon use, pulling, medication, and dynaglide mode, but were unsuccessful. Then, the patient was sent to surgery, but the surgeon was unable to safely remove burr from the vessel. The patient died.